Manufacturer narrative:
Follow-up # 1 date of submission 12/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/05/2016 with the following findings: an error 1 sub code 5 alarm occurred immediately when powering up the meter. The pump and meter were not able to be paired to complete the required investigation. This was due to the inability to clear the error 1 sub code 5 message.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an error 1 meter error message. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.